Event description:
A caller reported updating the time, personal profile, or biq/ciq settings, including sleep schedules. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating pump time and advised monitoring for any future discrepancies in time display greater than five minutes, which the caller acknowledged.